Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty battery holder spring on the battery board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. This report was inadvertently submitted as reports of this nature are typically not submitted as there would be no potential for clinical impact.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed an "install batteries" message. Complainant indicated that there was no patient involvement in the reported malfunction.